Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed due to a faulty circulation pump. The circulation pump was serviced. Completed the 2000-hour pm procedure on the device. It was also noted that the double bend tube and chiller evaporator tube were expanded. The tank seals were lifted from the tank and cracked. The chiller molded tube was cut off and removed from the tank. Serviced the mixing pump sn (B)(4), replaced heater lot 1629 with lot 2233, and replaced both manifold o-rings and drain valves the double bend tube, chiller evaporator outlet tube, tank seals and chiller molded tube were replaced. The device was put through a functional check. The device was heated to 42°c and cooled to 4°c and was stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the artic sun device kept giving low flow and air leak messages, and then it stopped working. The nurse took a fluid delivery line (fdl) off of another device that was down because it had a panel that was not working. The device was then displaying a marginal flow message. All lines were straight with no bends or kinks. 4 pads were connected. System diagnostics showed that the patient temperature 1 (pt1) was 36.1c, outlet monitor temperature (t1) was 36.1c, outlet control temperature (t2) was 34.9c, inlet temperature (t3) was 29.2c, chiller temperature (t4) was 5.2c, water flow rate (wfr) was 2.1 -2.3 l/m , inlet pressure (ip) was -4.1 psi, circulation pump command (cpc) was 100%, heater was 100%, water reservoir level (wrl) was 3, system hours were 4861, and pump hours were 4600.5. Medical information services (mis) advised the nurse to send the unit to biomed for evaluation of the circulation pump. Biomed spoke with technical support and reported that the device was getting alerts 01 (low flow) and 02 (patient line open) at the start of the therapy, had 4861 system hours, and the device was due for the 2000-hour preventive maintenance (pm). It was additionally reported that the patient had expired. Per clinical follow up via phone on (B)(6) 2022, the initial reporter stated the issues with the artic sun device were encountered while preparing the device for use, but patient passed away before artic sun therapy could be initiated. The patient was admitted to the hospital for cardiac arrest and passed away shortly after due to the admitting diagnosis and multiple organ system failure. The initial reporter stated the patient¿s death was unrelated to the artic sun device, but he was unable to provide any additional information. Per sample evaluation results received on (B)(6) 2023, the root cause of the reported issue was due to a weak circulation pump. It was reported that the double bend tube and the chiller evaporator found expanded during servicing. It was stated that tank seals found lifted from the tank and cracking. It was also stated the chiller molded tube was replaced due to having to be cut off to remove the tank. It was noted that double bend tube, chiller evaporator outlet tube, tank seals and chiller molded tube were replaced.